Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report received from a consumer with supplemental information provided by nurse in (B)(6) of diverticulitis and peritonitis in a patient coincident with dianeal pd4 ambuflex therapies. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced diverticulitis, which caused peritonitis. On an unreported date in (B)(6) 2012, the patient was hospitalized for peritonitis for 4 days and discharged. On an unreported date in (B)(6) 2012, the patient was re-admitted to hospital for diverticulitis for 7 days. On an unreported date in (B)(6) 2012, the patient was discharged from the hospital. Treatment was not reported. The patient was recovering from the peritonitis. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12b21016, and h12b02040. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.